Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01741.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal arteriovenous fistula using penumbra coils 400 (pc400s) and a penumbra coils 400 detachment handle (handle). During the procedure, the physician advanced a pc400 in the target vessel and used a handle to detach it; however, the black alignment zone (pet lock) was not separated. The physician then made a few more attempts but the pc400 still did not detach. The procedure was completed using a new handle and the same pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusion: evaluation of the returned handle revealed a fully functional device. The handle was functionally tested on the handle fixture for pull force and throw distance and was within specification. If the pusher assembly is not properly seated within the handle, the handle may not grip the pull wire and the pet lock may not separate. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.